Event description:
It was reported that the patient experienced inflation issues and pump collapse with an inflatable penile prosthesis (ipp) leading to a replacement surgery being performed. During the procedure, fluid loss was identified due to a hole in the pump exiting tubing. The new ipp was tested and was working perfectly. There we no clinical consequences to the patient.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.